Manufacturer narrative:
The customer provided physio-control with all available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the rhythm obtained by the device appeared shockable, but the device advised no shock should be delivered. This issue is patient related; however the device did not impact the patient outcome. The patient had an active do not resuscitate order in place and did not survive.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and a clinical review was performed. It was determined that the ¿no shock advised¿ decision made by the device was likely influenced by the administration of CPR compressions during the rhythm analysis period. The underlying rhythm appears to be shockable, however the algorithm was not designed to analyze the ECG rhythm during CPR. Per the lifepak 15 monitor/defibrillator operating instructions: ¿do not move the AED during analysis. Moving the AED during analysis may affect the ECG signal resulting in an inappropriate shock or no shock advised decision. Do not touch the patient or the AED during analysis.¿ the shock advisory algorithm of lifepak devices is a diagnostic test that exceeds the acceptable level of sensitivity and specificity as set by international standards for AED performance. No evidence of device malfunction was observed during this analysis. The cause of the reported issue is attributed to the user.

Event description:
The customer contacted physio-control to report that the rhythm obtained by the device appeared shockable, but the device advised no shock should be delivered. This issue is patient related; however the device did not impact the patient outcome. The patient had an active do not resuscitate order in place and did not survive.